Event description:
Patient underwent endovenous radiofrequency ablation on right small saphenous vein and two medical perforators. Doctor reported numbness and loss of mobility of the foot on the treated leg after the procedure. Twenty-four hours later patient had full resolution of motor function and was able to move ankle and toes. There was also a 50% improvement in foot numbness. No further treatment was required. Doctor reported event was possibly related to the small saphenous vein procedures.